Manufacturer narrative:
Multiple common device names: intravascular administration set. Multiple FDA device codes: fpa. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® push button blood collection set had a clot occur in the needle. No report of injury or medical intervention. No report of blood exposure to mucous membrane.